Event description:
It was reported that during a gastric bypass procedure, after creating the opening in the pouch during the laparoscopic bypass, there was a period of thirty minutes, lock out of the instrument. Another device was used to complete the procedure. Surgery was prolonged thirty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for lock out of the instrument. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The batch history records were reviewed with no anomalies noted during the manufacturing process.